Manufacturer narrative:
A sample device was not returned for analysis, lens remained in eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported that, during intraocular lens (iol) implant procedure, he noticed that the implant was marked in its center because of the piston of our injector (no possibility for the surgeon to take a picture with a slit lamp). The surgeon did not succeed in folding the implant on the first try during the procedure. He also reported about poor results after the iol implant. Additional information was received that, the mark in the center of the implant noted in the visual axis, during one month post op consultation.